Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The event log was unable to be downloaded. Service replaced the microprocessor board unit as a precaution. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd prizm vip pump has error code 10002. No patient involvement.